Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a robotic sigmoid resection, the stapler was closed down within the range, the back light was lit, and was fired without issue by the attending physician. The stapler was opened with two complete revolutions and fishtailed out. As the physician was testing the anastomosis with an asepto syringe and air, the anastomosis fell apart. The cut line was complete. They excised the tissue and inspected for malformed staples. They did not find any staples in the tissue. A competitive device was opened and used successfully. The patient received a diverting colostomy, but that was preplanned and not a result of the stapled anastomosis. The procedure was delayed by ninety minutes. Anastomosis was excised and another anastomosis performed.